Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered an uncommanded delivery bolus of 1.25 units. The pdm was in the patient's pocket.

Manufacturer narrative:
The customer reported that they received an uncommanded bolus of 1.25u on (B)(6) 2023 (date of occurrence). The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The log files were overwritten and contained information from (B)(6) 2023 onwards. The audit logs showed that on (B)(6) 2023 at 17:49, a 1.25u bolus was delivered. Although the audit logs show evidence that the bolus was delivered, without the log files from the date of occurrence it could not be determined if the user interacted with the controller for this bolus delivery. The exact cause of the reported uncommanded bolus could not be determined. Also, it was observed that an op5 app error occurred on (B)(6) 2023 at 11:29. The error code is "05-50058-04451-002" and indicates an uncaughtexception alarm. The engineering log files showed that nullpointerexception resulted in the uncaughtexception. The exact cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.